Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Reported by (B)(6): yesterday ((B)(6) 2016) I received a call from a rep - (B)(6) involving eagle. His doc is using 13 and 15 mm eagle screws and he had question regarding what appears to be a repeat issue of the threads deforming. According to the rep, apparently this has happened more than once. I have attached images the rep sent me. The rep was asking if the 13 and 15 mm screws were made by a different manufacturer since the heads are a different color. I checked with franchise marketing and was told it is very unlikely the 13 and 15 are made by different MFR but that they would look into deformed thread and see if this has been a reported issue before. Per complaint form: screw thread deformed as it was engaged into plate. Screw was discarded and replaced with another 13mm self drilling screw and case was completed without complication.